Manufacturer narrative:
The valve remains implanted in the patient at the time of this report. UDI for this event is (B)(4). For the initial valve in valve procedure, please reference related manufacturer report no: 2015691-2025-08023. Per the instructions for use (IFU), cardiovascular injury including hematoma, perforation or dissection of vessels, ventricle, atrium, septum, myocardium or valvular structures that may require intervention are known potential adverse events associated the overall transcatheter valve replacement (tvr) procedure and may require intervention. Aorto-cardiac or intra-cardiac fistulas and shunts are relatively rare but can result from endocarditis, tissue trauma, or rupture of cardiac aneurysms. They have been reported as a rare complication following surgical or transcatheter valve replacement procedures. This type of defect in the cardiac tissues or aortic wall can result from trauma during percutaneous valve implantation, additional in-valve balloon dilation on a heavily calcified landing zone, or tissue erosion over time from calcified vegetations or the valve frame. Percutaneous or surgical closure of periprosthetic leaks may be required to close the communication. In this case, there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results are inconclusive at this time, however, the patient's native bicuspid valve have could have contributed to the injury the aorta during the valve deployment. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.

Event description:
As reported through patient safety, they received a call from a patient. Per the discussion with the edwards physician, the patient indicated that she was found to have a fistula from her lvot to her right ventricle, a mild pvl and a 5 cm ascending aortic aneurysm, and a surgical repair is recommended. She has met with a surgeon who has recommended removing the tavr valves (she had a viv at her initial procedure), a repair of her fistula and her aneurysm. The patient added that she has not felt well since the procedure due to these symptoms. The patient also reported that shortly after tavr, blood tests showed her hemoglobin was low and ''another test'' was not within normal limits. She was informed by her environmental medicine physician that she has mild hemolytic anemia, which is currently being monitored. No treatment, intervention or echo has been initiated due to this. She is inquiring whether the mild hemolytic anemia could be related to her valve.